Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 16.439mg/day) via an implantable infusion pump. It was reported that the pump was tilted and difficult to refill. The pocket was opened and sutured back down.